Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running low. At the time of the report, the blood glucose reading was 76 mg/dl, but had been as low as 29 mg/dl earlier in the day. The customer had been mowing the lawn, and she treated by eating a sandwich. The drive support cap appeared normal. The reservoir showed the same amount of insulin as was shown on the status screen. The customer was advised to call back if the low blood glucose continued and stated that she would be going back to the previous settings until she could find another doctor to assist with the settings. The insulin pump was not returned or replaced.